Event description:
It was reported that during a bunionectomy, a black substance came out of the device. There was no reported pt or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the drill, and a follow-up report will be submitted once that investigation is complete.